Event description:
It was reported to philips that the beam has stopped working, preventing imaging.the system was in use at the time of the reported event. There was no harm reported. Philips has started an investigation of the complaint.